Manufacturer narrative:
(B)(4).

Event description:
Procedure type: diverticulectomy. According to the reporter: three days after the procedure, their colon ruptured. The patient was admitted for emergency surgery. Patient went through extended hospital stay with four of the five weeks spent in the ICU. In addition, the patient underwent 22 different surgeries and was discharged with an open wound and a colostomy.